Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced discomfort at the implantable pulse generator (ipg) site. Therefore, the patient underwent a revision procedure in which the ipg was repositioned. There have been no known patient complications postoperatively.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced discomfort at the implantable pulse generator (ipg) site. Therefore, the patient underwent a revision procedure in which the ipg was repositioned. There have been no known patient complications postoperatively. Additional information was received that the revision was due to the ipg being loose in the pocket site.

Manufacturer narrative:
Update made to block b5 and h6: device codes. Block b3: approximated based on the date the manufacturer became aware of the event.